Event description:
Consumer alleged that daughter accidently touched steam mask on the steam inhaler causing the unit to tip over, spill water onto her knee, and burn the user. Instructions for the product indicate that children should be carefully supervised when using this product. This product was recalled from (B)(6) stores in (B)(6) 2015 and is no longer available to consumers to purchase.